Event description:
The reporter states that the strip vial expiration date is 03/31/08. The manufacturer's expiration date is 02/29/2008. No reported actions/treatment with strip vial discrepancy. No adverse event reported. New system sent and return requested.